Event description:
It was reported that during a shoulder instability labrum suture surgery, the anchor burst when implanted, the broken pieces were removed with tweezers. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.

Manufacturer narrative:
H10 b4: information added.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). The reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it was not returned in its original packaging. The sutures and anchors are separate into a glove. The sutures are passing through the anchor. The anchor is fractured, and the anchor and sutures have debris. The shaft of the device has debris on the distal end. Based on the condition of the product material found during visual inspection, additional material testing is not required. According to the report, the broken pieces were removed with tweezers. Based on the information provided, the procedure was completed with a s+n back-up device with a non-significant delay. Since there were no patient injuries or other complications reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder instability labrum suture surgery, the anchor burst when implanted. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported.